Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported balloon rupture could not be confirmed due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, separation, unexpected medical intervention and surgical intervention appear to be related to circumstances of the procedure. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. In this case, a conclusive cause for the reported balloon rupture could not be determined. In addition, it is likely that the ruptured balloon material became stuck on the patient¿s anatomy and/or accessory devices, resulting in the reported difficulty removing the device and subsequently the balloon/tip ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed on (B)(6) 2025, to treat an arteriovenous fistula in the left arm. The 10x40mm armada 35 balloon dilatation catheter, was advanced to the stenosed lesion and inflated. After the second inflation to an unknown pressure, the balloon ruptured. During removal, resistance was felt and the distal tip separated and remained in the patient. An attempt was made to snare out the separated tip but it could not be removed. On (B)(6) 2025, a full cut-down was removed to remove the separated tip. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.